Event description:
It was reported that during testing conducted at the user facility the remb sagittal saw would not turn off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device not being able to be turned off was not duplicated; however, the diagnostic engineer found the motor assembly, including the electrical sockets, was corroded.